Event description:
Medics responded to a cardiac call, reportedly the device showed artifact in ECG lead ii with no connection to pt. After connection to the pt, the device continued to display artifact in lead ii, the device operator was unable to see CPR compressions on the screen. The device was used to shock the pt with escalating energy of 200, 300, 360 joules, then the device reportedly reset the energy back to 200 joules. A back up device was obtained and used to continue treating the pt. The pt was not resuscitated. The reporter stated that the pt outcome was not due to device operation. The reporter's opinion was based on an assessment of the pt's lack of viability.